Event description:
Emt's responded to a person described as been sleeping for approx. 30 minutes when family members could not wake her. The device was connected to the pt with disposable defibrillation/ECG electrodes but, according to the reporter, the device continuously alarmed "check electrodes" and would not analyze the pt's rhythm. The pt was transported to the hosp, but was not resuscitated. The reporter stated that the reported malfunction did not cause or contribute to the death of the pt because the pt was not viable having been down so long.